Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted. This report is number 3 of 3 mdrs filed for the same event (reference 3005739886-2016-00015 / 00017). Evaluation in process but not complete.

Event description:
It was reported a 3-level decompression procedure was performed in the (B)(6), on (B)(6) 2016. Following placement of the pedicle screws, the rod and lock screws were placed. The anti-torque handle was then placed and upon applying final torque using the torque limiting handle it was noted that the lock-screw in the 7.5mm x 35mm s-lok polyaxial screw (slp7535) is not properly assembled. It appeared as if one of the threads was blown. Upon removing the lock screw it was confirmed that the threads had been corrupted by the lock screw. At this point the lock screws and rod were removed and the 7.5mm x 35mm s-lok polyaxial screw (slp7535) was removed and replaced with a longer one. The rod and lock screw were placed again and upon final torque, the 6.5mm x 35mm s-lok polyaxial screw (slp6535) failed in the same fashion. The entire construct is removed and the 6.5mm x 35mm s-lok polyaxial screw is replaced, and as a precaution, the 6.5mm x 50mm s-lok polyaxial (slp6550) screw was also replaced due to a noticeable dent in one of the threads. After all screws were replaced, torque was applied and the procedure was complete with no further issue. There was a 25 minute delay to the procedure as a result of these issues.

Manufacturer narrative:
Engineering evaluation exhibits localized thread marring across the first two threads and external marring on the same side of the tulip where the thread marring occurred. This marring may have been caused by clamping on the tulip with some type of tool. It is unclear as to when this deformation occurred but it inhibited lock screw initiation during the functional assessment after force application the lock screw advanced in this tulip. Manufacturing history review found a total of (B)(4) pieces were released for distribution on 11/13/2014 and (B)(4) pieces released on 2/3/2015. All were released with no deviation or anomalies. Complaint history review did not reveal any previous reports of this nature for this lot. The exact root cause of the reported issues could not be determined. No product non-conformance, manufacturing or design issue was identified. As the root cause appears to be technique related, the need for corrective action is not indicated. This report is number 3 of 3 mdrs filed for the same event (reference 3005739886-2015-00015-1 / 00017-1).